Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that a diamondback 360 coronary orbital atherectomy device (oad) was used during a procedure to treat tandem lesions in the right coronary artery (rca); ostial rca and proximal rca with severe tortuosity and very severe calcification. The ablation was performed without any issues in all treatments, both antegrade and retrograde, on both lesions (ostial and proximal). When the ablation procedure was completed, during removal of the entire system including the guiding catheter, after the entire system was withdrawn, it was noticed ex-vivo that the sheath was fractured. The distal part of the crown of the oad broke, with no consequences to the patient. There was no fragment due to the fracture and the entire device was removed. The procedure was continued with post-dilatations, and finally a stent was placed. The stent was successfully placed in the ostial lesion, but it was not possible to place a stent in the more distal lesion due to anatomical tortuosity. There were no adverse patient effects or delay in the procedure.